Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer's friend reported that the patient had the device implanted for urinary issues but it never worked. The device was explanted for and MRI and since it was not working, the patient decided to try botox after it was removed. No further information was provided. If additional information is removed, a follow up report will be sent.